Event description:
The customer reported an uncontained leak of cleaner of approximately two (2) ml from the coulter lh 500 hematology analyzer which was observed during calibration. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred.

Manufacturer narrative:
The customer found a hole in the tubing at pinch valve pv49. The customer replaced the tubing which resolved the issue. Bec internal identifier for this report is (B)(4).